Event description:
It was reported that the pacemaker was not able to establish radio frequency (rf) telemetry. The pacemaker was not implanted. No patient was involved.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned. Electrical testing and visual and x-ray examinations of the lead were normal. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.